Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a patient received revision surgery due to pain and a loose tibial implant in the right knee.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, a manufacturing review cannot be performed and our investigation cannot proceed. The clinical/medical team concluded the inability to conduct a thorough medical assessment based on the limited information provided with this complaint. Radiographic images are required for inclusion in the medical assessment. Revision op report provided notes the "loose tibial". If relevant clinical documents are provided, this case can be re-evaluated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Additional information: medical records were received and reviewed. Our investigation results have been updated. Please see attached.(B)(4).